Manufacturer narrative:
(B)(4): physio-control service representative evaluated the device and observed that the device was able to provide defibrillation therapy. However, it was observed that the device powered off if excessive movement was applied to the device. It was also observed that the device had a loose connection to the battery. Physio-control performed a clinical review and indicated that there was insufficient information to determine the impact of the device use on the patient's death. It was reported that the user was able to provide defibrillation shocks even though the device powered off several times and delays in therapy caused by the device losing power cannot be determined. Moreover, the patient event records were analyzed and it was observed that CPR artifact interfered with the ability to determine if the underlying patient rhythm was shockable. The customer was provided with a replacement device under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during patient use, the device power off several times. First, the device functioned correcty and the patient received defibrillation therapy but after a while, it suddenly powered off. The paramedic then turned it back on, and the device functioned again. Then, the device powered off again and several times.the patient did not survive the event.

Manufacturer narrative:
The initial medwatch report indicates: physio-control service representative evaluated the device and observed that the device was able to provide defibrillation therapy. However, it was observed that the device powered off if excessive movement was applied to the device. It was also observed that the device had a loose connection to the battery. Physio-control performed a clinical review and indicated that there was insufficient information to determine the impact of the device use on the patient's death. It was reported that the user was able to provide defibrillation shocks even though the device powered off several times and delays in therapy caused by the device losing power cannot be determined. Moreover, the patient event records were analyzed and it was observed that CPR artifact interfered with the ability to determine if the underlying patient rhythm was shockable. The customer was provided with a replacement device under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. The initial medwatch report should indicate: physio-control service representative evaluated the device and observed that the device was able to provide defibrillation therapy. However, it was observed that the device powered off if excessive movement was applied to the device. Physio-control performed a clinical review and indicated that there was insufficient information to determine the impact of the device use on the patient's death. It was reported that the user was able to provide defibrillation shocks even though the device powered off several times and delays in therapy caused by the device losing power cannot be determined. Moreover, the patient event records were analyzed and it was observed that CPR artifact interfered with the ability to determine if the underlying patient rhythm was shockable. The customer was provided with a replacement device under warranty. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Manufacturer narrative:
The device was returned to physio-control failure analysis center and was further evaluated. The device was moderately physically manipulated randomly during the entire test and physio-control was unable to detect a discrepancy. Then an internal physical inspection of the device was performed and the battery and device battery connectors were examined and no discrepancy was found. Then proper device operation was observed through functional and performance testing.the cause of the reported failure could not be determined.

Manufacturer narrative:
After additional investigation it has been concluded that the likely cause of the reported issue was due to increased electrical contact resistance of the battery connector contacts. The increased electrical contact resistance has been attributed to movement of the mating contacts caused by device storage in a high vibration environment, such as a fire truck or emergency vehicle, which can cause the gold plating on the contact surfaces to wear through and expose the base nickel and copper layers. Corrosion or oxidation build up on the exposed base nickel and copper layers could then cause increased contact resistance and may lead to intermittent electrical connection to one or more of the battery contacts which could cause the device to intermittently lose power.

Manufacturer narrative:
Physio-control performed a supplemental clinical review of the reported event and determined that the device use may have contributed to the death of the patient.